Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported a patient presented with bradycardia symptoms, an escape rhythm is seen but no pacemaker activity on electrocardiogram. Upon interrogation an error message appeared stating parameter error was detected, program nominal settings. The device was reprogrammed and remains implanted.